Event description:
It was reported that the patient had a full system replacement today because the patient had a lack of effect that started several months after implant. The patient¿s implantable neurostimulator (ins) was initially effective and the patient stopped using it for an extended period of time because it ¿didn¿t work anymore.¿ an x-ray was done today and it was shown that the left lead migrated approximately 2 vertebral bodies. An impedance checked today indicated that all contacts were >40k expect for 4 contacts. It was later reported that the patient was doing well and getting great pain coverage.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead. (B)(4).